Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited low out of range shock impedance measurements on this right ventricular (rv) lead of 5 ohms. The patient started a new job as a welder; therefore, electromagnetic interference (emi) was identified as the source of the reported measurements. The patient performed a patient initiated interrogation (pii) and the last 2 shock impedance measurements were within normal limits. Technical services (ts) recommended further evaluating the patient in clinic to reprogram the alerts. No adverse patient effects were reported. This device system remains in service.